Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b3 - the event date initially reported was 05/11/2021, however it was further reported it was not clear this was the event date. H4: lot manufactured between april 29, 2019 to april 30, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which observed the device did not contain fluid in the bladder as the tubing line had been cut to drain the fluid out. The reported condition is not clearly observed via the provided photographs; due to the nature of the returned sample, no additional testing could be performed. The reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an india ce multirate infusor under infused during a patient infusion. The device had been filled with fluorouracil (5-fu) 3750mg in normal saline 250ml, total volume. The device was used for 46 hours at a flow rate of 5ml. The reporter stated that the infusion was delayed by eight (8) hours. There was no patient injury or medical intervention associated with this event. No additional information is available.